Event description:
It was reported that during a laparoscopic gastric bypass the device was reloaded and only stapled, it did not cut. Bipolar cautery was used to control bleeding. Another device was used to complete the case.